Event description:
It was reported that catheter occlusion occurred. The location of the issue was difficult to ascertain via the dye study results. Diagnostic testing had included the dye study as well as a c-scan to rule out a granuloma. Patient symptoms included less than fifty percent therapy relief. At pump refills, the actual volume removed from the pump had exceeded the expected volume. There was visible swelling around the pump pocket site and a return of pain symptoms. The patient was not experiencing any signs of withdrawal and was presently also on a high oral opioid dose in conjunction with this intrathecal drug therapy. It was specified the location of the issue or symptom was the catheter track. A catheter revision/replacement would be scheduled. The patent¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver hydromorphone and bupivacaine. It was later reported that the date of the dye study had been (B)(6) 2014. The device manufacturer representative didn¿t know the results of the MRI regarding the ¿suspect granuloma¿. It was reported results of the dye study ¿suggest a possible kink or obstruction¿ in the pump segment of the catheter. As previously reported, the patient was to be scheduled for a catheter revision ¿in the near future¿. The health care provider (hcp) also elected to not make any changes to the patient¿s current pump settings. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n179828009, implanted: (B)(6) 2008. Product type: catheter. (B)(4).